Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account and determined the pendant was the causing the head section to move unintentionally. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technical support representative provided the account with the appropriate part number. The account is responsible to order a new pendant and replace the existing one to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head section is running down unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).